Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that the issue with geometry. Upon functional testing fse found that the enmv (enable move signal was on) error displayed. Fse replaced the geo module. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and device problem code were corrected.

Event description:
It has been reported to philips that the device failed to start up normally so geometry movements could not be controlled. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.